Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and tortuous superficial femoral artery (sfa). A non bsc guide wire crossed was advanced to the target lesion with some resistance. A 5.0 x 100/135 sterling balloon catheter otw was advanced to the target lesion. During inflation the pressure did not go up and "blood flow back" was noted. The physician suspected a balloon rupture had occurred and the sterling balloon catheter was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.